Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was responsible for non-sustained right ventricular oversensing (nsrvo) alerts received for oversensing noise. No changes or interventions were performed; the physician elected to monitor the lead. The patient was in stable condition.

Event description:
New information noted the right ventricular lead was capped and replaced on 23 aug 2022. The patient remained in stable condition before, during, and after the procedure.